Event description:
It was reported that during a laparoscopic nissen procedure the device handle loosened and instrument pulled loose at the handle shaft junction. It is unk how the case was completed. There was no patient consequence reported.